Event description:
It was reported to boston scientific corporation that during an anterior pelvic floor repair procedure using an uphold vaginal support system, "excessive bleeding" was encountered after the physician pulled the mesh leg through the patient's right sacrospinous ligament. It is unknown what intervention, if any, was performed by the physician to stop the bleeding, but the patient reportedly suffered no complications and is "fine" post-procedure. The procedure was reportedly not completed due to this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
Caller tested 4.4 inr on the coaguchek xs system while a comparison lab returned as 3.3 inr. Caller's coumadin dose was held for one day. No adverse event reported. Requested return of suspect system and replacement was sent.